Manufacturer narrative:
During inspection and testing, service found there was no image due to a break in the camera cable. In addition, service confirmed the customer's reported issue (cable boot was damaged and detached), and there was evidence of water ingress in the charge-coupled device (ccd) and head (cable) boot. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely the image was not transmitted and displayed due to the head boot being detached, which resulted in water ingress. This damaged the internal cable and electrical circuits. The root cause of the break in the camera cable could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not coil the camera cable into a diameter of less than 20 cm. Equipment damage can result. During storage, make sure that the camera cable is not subjected to excessive bending, straining, or twisting. This could damage the cable and/or the wires inside the cable. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable. Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the adhesive on the cable boot of the subject device was peeling and detached. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no image being displayed. This report is being submitted for the malfunction found during evaluation of the device (no image). There was no patient or user injury reported due to the event.